Manufacturer narrative:
The customer¿s report of unregulated flow was confirmed. Physical inspection of the device during an on-site investigation showed the presence of 3rd party (non-carefusion) latch/sear components from an unknown supplier. The pc unit event log was unavailable. Analysis of the pump module event log showed that on (B)(6) 2015 at 1:09 am the user programmed the module for an unknown medication and started the infusion at a rate of 3.75ml/hr with a vtbi of 13.903ml. The infusion continued for 7 minutes and 10 seconds and was powered off at 1:16 am; the pump module was then in an idle state and not infusing. At 1:32 am the logs recorded a flo-stop open alarm that lasted for 3 seconds while the administration set safety clamp fitment remained open in the device. It is possible that the flo-stop was opened for longer than 3 seconds outside the pump module; however the exact length of time could not be determined from a review of the logs. During testing with an unused administration set installed in the pump module the door was closed then opened, and it was observed that the set¿s safety clamp had not closed. The door was opened and closed again with the same results of the set¿s safety clamp not activating. The root cause of the reported event was the use of 3rd party latch/sear components.

Event description:
It was reported that a nurse was removing the tubing from a pump module. The door was opened without first closing the roller clamp, and the safety clamp did not engage, so medication was able to flow freely to the patient. The facility biomed has been able to reproduce the failure on the device with multiple lots of tubing sets. The failure is intermittent and the pump passes all pm tests. The customer reported that the patient expired but no related details were provided.

Manufacturer narrative:
Additional medwatch information provided.

Event description:
Received from the FDA a copy of the customer's medwatch which states: "event desc: rn opened pump to change tubing on IV. Safety mechanism that is meant to catch and engage the lock to prevent free flow did not engage. The patient received an inadvertent overdose of medication. Issue was reproduced with multiple different lots of tubing sets."